Event description:
Consumer called stating that a pin from under the pump handle on the 9805 hydraulic lift allegedly fell out while user was being lifted.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9805, serial number/date code (B)(4) is approximately 2 years 6 months old. The owner's manual part number 1024492 rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that while being lifted by the 9805 hydraulic lift a pin allegedly popped out from under the pump handle. The serial number supplied for the hydraulic pump, (B)(4) is an invalid number with an invalid manufacturer identifier code. The information for the actual lift is correct. No injury alleged. The malfunction has not been confirmed.